Event description:
The customer alleged the device after being turned on, blinks and the digital reads out but the volume and low are almost not there at all. No dorsi verified. The nellcor puritan-bennett service technician inspected the device during incomimg evaluation and found the inlet valve leaf to be missing and the battery well over due for replacement. He replaced the inlet valve and the battery. The unit passed extended service final testing. This report is not an admisssion by nelcor puritan-bennett that this device caused or contributed to the event alleged in this report.